Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication (i.e. Bleeding) cannot be determined. However, the surgeon indicated that the bleed was caused by "mis-operation" by the assistant doctor. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy-benign procedure, a vessel was lacerated and bleeding was observed from the uterine artery and surrounding vessels. The surgeon attributed the vessel injury to "mis-operation" by the assistant doctor. Although the conversion to open surgery was planned pre-operatively due to a larger than expected uterus and severe adhesions, the bleeding was a contributing factor to the conversion.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the case was converted to open surgery due to the uterus being larger than expected compared to the pre-operative diagnosis, severe tissue adhesions, and bleeding. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: while the surgeon was resecting adhesions, oozing of blood was observed from the uterine artery and surrounding vessels. The injury to the vessel was a laceration involving the use of a maryland bipolar forceps instrument. The surgeon indicated that the cause of the bleeding was "mis-operation" by the assistant doctor. No details were provided in regards to the "mis-operation" by the assistant doctor. The amount of bleeding was unknown, but the surgeon stated that it was only a small amount. The surgeon stopped the bleeding using a maryland bipolar forceps instrument. The site will not return the instrument for analysis as there is no allegation of a malfunction of the instrument. The patient did not require a blood transfusion. Prior to surgery, the surgeon expected the conversion of the procedure to open surgery due to adhesions secondary to endometriosis.